Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 38 mg/dl. Customer feels ok to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 315 mg/dl. Customer blood glucose reading at the time of the incident was 38 mg/dl. Customer treated their low blood glucose by eating egg and bacon at 8:30 am. Customer started experiencing low blood glucose reading on (B)(6) 2017. Customer was taking by ambulance to a hospital. Customer stated drive support was normal. Customer cannot recall their blood glucose at the time of the admission. Customer cannot recall the name of the hospital and the phone number. Customer was wearing the insulin pump during hospitalization. Infusion set was changed on (B)(6) 2017. Customer believes the insulin pump was overdelivering. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. The low bg alarm functioned properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.